Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. MDR filed due to keyword ¿fire¿ present in complaint. The product was returned for evaluation, and subsequent testing verified the complaint that the bed was involved in a fire. Burn marks were on the bed end and foot section. The bed was tested and functioned per design. Engineering stated the burn marks were due to an external source. Dealer stated that during the site visit that cigarette burns were on the carpeting and the consumer had removed all the blankets from the bed.

Event description:
The dealer received a call regarding an alleged fire with a bed. Fire dept was not contacted.